Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the fiber optic lamp bundle, which restored the instrument to functionality. The fse performed an instrument photocal and there were no further issues reported. Associated MDR: 9612296-2014-00106.

Event description:
The customer reported an au2700 chemistry analyzer generated elevated lipase, creatine kinase (ck), and amylase results. In addition, several inner cuvettes failed the mean check during instrument photocal. The customer provided data for three patient samples, which showed elevated lipase or ck results; this MDR reports the patient results generated on (B)(6) 2014, please see for all associated mdrs. On (B)(6) 2014, the instrument generated ck results for two patients which were flagged to indicate the results were higher than dynamic range and repeat range. Repeat analysis of both patient samples on the same instrument produced negative ck results, which were flagged to indicate results were lower than dynamic range and outside of panic value range. There were no erroneous patient results released from the laboratory and there were no reports of change to patient treatment in connection with this event.